Event description:
Customer reported receiving erratic glucose readings from their freestyle freedom lite meter. Customer reported loss of consciousness while sleeping and eating food to counteract her symptoms. Paramedics were called and treated customer with intravenous glucose. There is no report of any diagnosis, an investigation into the details of this event is in process.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.